Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: the black box data from the time of the reported bg excursion was overwritten due to continued pump use. A review of the pump histories showed no activity outside normal use. The last basal delivery was delivered at 11:45pm on (B)(6) 2014. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully. The pump was exercised on a 24 hours duration test with no alarms or issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. The reporter had previously stated that he was not using any insulin after coming off the pump and prior troubleshooting had determined that lack of an adequate back-up plan for insulin delivery resulted in the reported bg excursions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that on an unidentified day in (B)(6) 2013 he experienced elevated blood glucose (bg) requiring medical intervention due to a delay in receiving supplies. This report describes one of two reported incidents. The patient stated he had been off the pump for three weeks due to running out of supplies. The patient had reportedly been previously instructed to move to an alternate method for insulin delivery, but the patient did not do so. The patient was reportedly not on insulin at the time of the alleged incident. The patient reported bgs over 600mg/dl with fatigue and irritability. The patient was reportedly on vacation at the time of the incident and does not recall details. The patient reported that he was not admitted to the hospital but was treated and released. Follow up with the patient was conducted on (B)(6) 2013 and the patient was reportedly on insulin injections and his bgs were much improved, around 200mg/dl. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention due to a delay in receiving supplies. Use error was determined to be a cause or contributor, as the patient did not go on an adequate back up plan as advised.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.